Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated fluid leakage associated with the connector/coupler and cartridges, with approximately three to four leaking events; during these events the user¿s blood glucose reportedly remained stable between 130 and 150 mg/dl. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a fluid leak associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.